Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/20/2015 with the following findings: unable to power on device. The audio bolus button cover was damaged but the contact was free of contamination; moisture present in battery compartment and display lens; leak test performed; leak test suggests leak in battery compartment and case near display lens-case joint; opened device; moisture throughout; two battery compartment cracks from lip to bumper and from bumper to case seal. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 07/13/2015.